Event description:
A home patient (hp) contacted baxter technical services regarding a possible overfill. The technical service representative (tvr) reviewed the therapy log as follows: therapy complete; idv=2458ml; lfv=2199; tfv=8990ml; tdr=9741ml; tuf=750; cycle3=1621ml; 2=-448; 1=-423; bypasses=1 (idrain); explained drain logic to hp -448 uf is within 85% drain required. Hp had drained 4600ml (3000ml from fill 3 + uf from fill 3 + 448 uf from fill 2 + 423 uf from fill 1) of fluid during apd therapy in drain 3 of 3. Hp's program parameters for hc are tv =11,200 ml, tt = 10:30, fv = 3l, lfv = 2.2l, initial drain alarm set point = 3l and minimum drain % = 85%. The hp performed a manual fill of 2500 ml during day. Hp was advised to contact rn for reprogramming of hc. Hp bypassed initial drain alarm during apd, proper bypass procedures were reviewed with hp. A follow-up phone call was placed to the hp as follows: hp is capable of communicating feelings regarding overfill. Per hp, therapy settings have been reevaluated, no changes have been made to any current medications and there have been no new recently prescribed medications by the doctor. The hp's nurse is aware of overfill event. The hp's abdomen was distended and hp felt like he was holding fluid in limbs during the overfill event. There was no patient injury or medical intervention associated with this event. Hc was not powered down when this event occurred. Hp has had no problems with the catheter. Hp's rn was contacted. Rn stated that this overfill event was not the fault of baxter equipment and that the hp's minimum drain volume % has been changed from 85% to 100% so that the hp will drain 3l. Rn also confirmed no patient injury or medical intervention associated with this event. Although the hp may have felt overfilled, the device was working within the hp's program parameters by draining out 85% of the fill and moving on when the device does not pull more fluid. Cause has been identified as the minimum drain percent set at 85%. The rn has since changed the minimum drain percent to 100% so that the device will put out the appropriate amount of fluid before moving on the next fill cycle, resolving the issue.

Manufacturer narrative:
The home patient was asked if the device could be returned for evaluation; however, the home patient declined to have the device swapped.